Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of pump does not restart after downstream occlusions which was reproduced as evaluation experienced a downstream occlusion while running a loaded set. Downstream occlusion alarms were found in the event history log without "pump run - auto-restart" following the occlusion event in the log. The force sensor was found out of specification and was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not restart after downstream occlusions occurred. There was no patient involvement. No additional information is available.